Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted. The report number is being corrected from: 2124215-2018-62330 to: 2124215-2018-62227.

Event description:
It was reported this product was explanted due to infection. No additional adverse patient effects were reported. Additional information was received indicating the patent expired approximately one month after the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this product was explanted due to infection. No additional adverse patient effects were reported.